Event description:
The laser system has the following problem: "error flor-sensor 1, and there is no flow of water chiller 1."

Manufacturer narrative:
The problem was due to defective chiller I. After the replacement of this component, the laser system restarted to work. We are unaware about pt injury.